Event description:
It was reported that a user experienced high glucose after a supply change when the infusion set was inserted with the needle guard still in place, resulting in no insulin delivery until the site was replaced. Symptoms included hyperglycemia reaching 401 mg/dl without additional clinical symptoms. Outcomes included resumption of insulin delivery after guided troubleshooting and site change, with the user planning to monitor for glucose reduction. Investigation included customer education and functional troubleshooting to confirm insulin flow and proper infusion set deployment. Investigation of this case revealed that the infusion set was deployed incorrectly due to the needle guard remaining on, which impeded insulin delivery until corrected. It was concluded, based on previously established findings for similar reports, that user handling contributed to the event.